Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2016, product type: lead.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient lead migrated/dislodged and the patient had a sudden change in therapy. The patient had arrived for post implant check of lumbar spine epidural system recently implanted and they noted a change in occipital stimulation last week. X-ray results showed migration of the lead. Additional information received from the rep reported that he cause of the lead migration was unknown. The patient had a lead revision on (B)(6) 2016 and the patient was getting coverage to the right side.

Manufacturer narrative:
Additional information received provided the right lead as the complaint lead. The main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead.

Event description:
Additional information received from the manufacturer representative (rep) reported that the right lead, when she turn it on, instead of feeling stimulation it felt more like bee stings and caused her scalp to itch.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.